Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was dehydrated. Suction events were noted in the controller log files when the patient was seen in the office on (B)(6) 2021. The patient reported some fatigue and was hypernatremic. Torsemide was decreased from 40 milligrams to 20 milligrams. There were no other changes to medication. The event resolved without sequelae on (B)(6) 2021 and there were no additional complaints or reports of alarms since the medication change.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hypovolemia and patient conditions could not be conclusively determined through this investigation. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for mlp-027198 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30jun2021. No further information was provided. The manufacturer is closing the file on this event.